Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2022-06058 and 3006705815-2022-17856. It was reported that the patient's leads had migrated. In turn, surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue. During the procedure, the physician backed out the screw of the ipg when plugging in the new lead, and therefore the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.